Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the insulin pump had button error alarm. Customer's blood glucose level was 300 mg/dl. Customer stated that numbers are ramping on their own. Customer stated the scroll bar was not moving with no input. Insulin pump was not exposed to a change in altitude. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) up and down buttons dome switch. No unlocked lcd keypad connector noted. No unexpected numbers ramping/scrolling during testing.